Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1613803) indicated there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. It was reported that the deployer did not shuttle down all the way. Based on the information provided, the reported event could have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that per the mynx instructions for use (IFU), if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it is unknown why the device was unable to be shuttled down all the way. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip 5f vascular closure device was not shuttled down all the way by the user before retracting the sheath out of the artery. As a result, the advancer tube was not exposed and the sealant did not deliver to the arteriotomy. The mynx device was being used in conjunction with a 5f procedural sheath for femoral arterial closure following a diagnostic coronary procedure. Significant resistance was not encountered when shuttling down. Unusual force was not applied when retracting the sheath from the tissue tract. Following device removal, manual compression was applied for 30 minutes or less to achieve hemostasis with no complications noted. The patient's hospitalization was not extended. No further information is available at this time.